Event description:
It was reported that the pump battery was depleting quickly and that a malfunction alarm occurred. The customer¿s blood glucose was 145 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.